Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer became hypoglycemic and experienced symptoms of sweating, seizure, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucose injection as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message while wearing the adc freestyle libre 2 sensor. As a result, the customer became hypoglycemic and experienced symptoms of sweating, seizure, and a loss of consciousness. The customer had contact with a healthcare professional who administered glucose injection as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.